Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure, depression, lump/nodule, varied injuries-ndr, pain-ndr, other-medical-ndr, cancer-ndr.

Event description:
Patient's representative reported left side "recall, depression, a lump in the chest, and capsular contracture baker grade IV." Patient's representative also reported "client suffered for many years from a decrease in the hormone progesterone and estrogen, neck pain, back pain lumbar and cervical spine, difficulty concentrating, premature onset of menopause and leaky gut (permeable bowel) which are typical symptoms of the so-called breast-implant-illness (bii), and melanoma on the right leg," which are not device related. Device has been explanted and not replaced.